Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during drain 1 of 4. The care giver(cg) stated that there was a small leak in the patient line. The baxter technical representative (tsr) had the cg cycle power on hc to end therapy. The tsr advised the cg to start over with new supplies and contact the registered nurse (rn) regarding possible exposure to unsterile air. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was confirmed; the care giver (cg) stated that there was a small leak in the patient line. The cause was undetermined. This issue is being investigated through CAPA.